Event description:
It was reported that long capacitor charge time alert was observed. The device was explanted.

Manufacturer narrative:
Evaluation description: the reported field event of extended charge time was confirmed in the laboratory and was due to an anomalous hv capacitor. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.